Event description:
It was reported that during a routine device upgrade procedure, the left ventricular lead threshold was high when measured through the lead analyzer and after implant. Other pacing vectors were programmed however none had acceptable threshold. The lead was not used and an epicardial lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the full lead was returned and analyzed with no anomalies found. Concomitant product : 6942-65 lead (B)(6) 2000. (B)(4).